Event description:
It was reported that during a ptca/stent procedure, the stent was pushed out of the guiding catheter ahead of the guide wire (contrary to IFU), resulting in a dissection of the "lm". The stent was deployed in its intended location in the proximal "lad". The pt remained stable throughout the procedure. Staining was noticed in the dissected vessel. The pt was sent to CABG to treat the "lm" dissection.